Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient went to a doctor¿s office where she stayed for about one hour and was not hospitalized. The healthcare provider confirmed that the infection was associated with the dexcom sensor insertion site and diagnosed the condition as an infection. The physician prescribed an unspecified oral antibiotic to be taken once daily for seven days; however, the patient could not recall the name, dosage, or route of administration. During the event, the cgm displayed a glucose reading of 150 mg/dl, while a self-monitored blood glucose meter reading was 163 mg/dl. No device alerts were reported. No additional testing or ongoing treatment was required. The patient confirmed that both the skin reaction and the infection completely resolved following treatment and reported being in good condition at the time of follow-up. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).